Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl, other blood glucose level was 200, 250,300 mg/dl. Customer feels dizzy. Customer stated that the insulin pump in manual mode at time of incident. Customer also stated that the insulin pump did not deliver enough insulin .the insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).